Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory outlet was cleaned and the respirator was cycled to resolve the reported issue.

Event description:
The hospital reported that, during patient use, capnography fails in middle of intervention; the customer increased the flow and the carbon did not drop below 3; replaced the soda lime and the error persists. There was no reported patient injury.